Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had heating at the ipg site. The physician met with the pt and it was reported the heating may be due to the ipg pocket healing. It was reported the physician did not suspect an infection, and anti-inflammatory patches were provided. F/u with the pt identified the patches had helped. It was reported the pt no longer had pain at the site, and the system was working well.